Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a vats/thoracotomy procedure, the stapler did not appear to staple the vessel appropriately. There were some open staples in the tissue. There was a slight delay to fix up limited bleeding. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information received: there was moderate bleeding, approximately 30ml of blood loss. It has not been noted nor mentioned if there was any drop in the patient's blood pressure. The bleed was managed by oversewing and repairing with a prolene suture.